Manufacturer narrative:
All available information was investigated, and the reported difficult gripper actuation was confirmed via returned device analysis. The reported leaflet grasping failure could not be replicated in a testing environment. In addition, a gripper line was observed to be broken. The intact gripper line was observed to be bent. The l-lock tabs were observed to be broken, scratched and twisted. The lock line was observed to be frayed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the results of the analysis, the reported leaflet grasping failure appears to be related to challenging patient anatomy. The reported and observed difficult gripper actuation appears to be related to the observed gripper line break. The observed frayed lock line appears to be related to troubleshooting maneuvers. The investigation determined the gripper line break, the broken, scratched and twisted l-lock tabs and bent gripper line appear to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
This is filed to report gripper actuation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted posterior prolapse that was curled down. The first clip delivery system (cds) was advanced to the mitral valve; however grasping both leaflets was challenging. After the 3rd failed grasping attempt, a decision was made to invert the clip. Then the anterior gripper was observed not raising. Troubleshooting was performed and failed. Therefore, the cds was removed with the clip attached. The procedure continued with a new cds. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.